Manufacturer narrative:
The lens is not available to be returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. Hydroview iol was discontinued and is no longer manufactured by b+l.

Event description:
It was reported that a hydroview intraocular lens was scheduled to be explanted due to opacification. The lot and serial number were not provided, therefore, it has not been possible to determine whether the lens model is hydroview 1.0. Add'l info was requested, but has not been rec'd to date.